Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the device emitted a harsh noise during testing. It was further determined that the device had a worn coupling head, the trigger components were worn, and the electric motor had excessive vibration. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was making a weird noise when powered on. During in-house engineering evaluation, it was found that the device had excessive vibration. There was no patient involvement reported. There was no delay due to the reported event as an identical spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.